Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg values were described as "high" but specific values were not provided. The cause of the high bg was unknown. Customer changed the infusion set and cartridge and increased basal rates to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.